Event description:
Reporter indicated that the patient presented to the physician's office where system diagnostics testing resulted in high lead impedance. Review of x-rays by manufacturer did not reveal any obvious lead discontinuities. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed chest and neck x-rays. X-rays reviewed by manufacturer showed no anomolies. Device failure is suspected, but did not cause or contribute to a death or serious injury.